Event description:
It was reported that a user of the ilet experienced hyperglycemia of unclear cause, with no associated alerts or alarms, and troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and no long-term impact. Investigation included review of available case details and user-reported information. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, and the device function was not contradicted by the available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.